Event description:
In 2006 facility had an incident with a large resident and medcare's full body lift. The resident weighted approximately 182 pounds. This resident was non weight-bearing and required total lifting by a medcare lift. Two staff members used the large commode sling to perform the lift. Upon lifting the resident, she became limp, she let go of the shoulder straps she was hanging onto. As she went limp, the leg straps moved up toward her knees and the opening spread allowing her weight to separate the seat area. The resident went through the sling opening with her back first, shoulders second and then her head, buttocks and legs followed. The waist safety belt came apart due to her weight and the resident ended up on the floor. (Paraphrase of facility's letter to medcare).

Manufacturer narrative:
We received notification from facility that a resident had slipped out of a large commode sling during a lift. We have sent follow up correspondence and a representative to the facility, but it does not appear from their report that anyone was injured. The facility indicated that the resident was a 182 lbs female resident. However, the commode sling that they were using was a large commode sling suitable for residents weighing 210 lbs or more. We have directed our sales representative to visit the facility to retrain all staff and to evaluate the size of slings that they are using on residents. Additionally, he will determine whether they are using this type of sling to transport residents or just lift them as this should only be used to lift on to and off of a commode or toilet. Method to conclusively determine cause will be verified and updated following visit.